Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found distal stent damage with the first distal strut being twisted and lifted distally. A snap gauge was used during examination to measure the undamaged section of the stent which is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple hypotube kinks along its length. A visual and tactile examination of the outer and mid-shaft section found a kink at approximately 11.5 cm proximal to the port bond. The inner lumen and bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-jan-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the left anterior descending artery. A 4.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.